Manufacturer narrative:
Batch review performed on 08 september 2017: lot 1410893aaa: (B)(4) items manufactured and released on 11 august 2016. No anomalies found related to the problem. To date, another similar event has been reported on items of the same lot (complaint (B)(4)). Visual inspection performed by r&d (B)(4): breakage of the screwdriver tip during screw insertion. Breakage can occur in case of high insertion torque, typically related to large diameter screws (>7mm), long screws (>60mm) and/or hard bone (e.g. Sacral bone, sclerotic bone). In such cases, bone tapping is recommended. In this case, screw size, bone quality and surgical procedure are not known. The tip material and geometry is proven to withstand up to 9nm torque, which is a significant force for a pedicle screw insertion. The strength of the tip of the screwdriver is driven by the dimensions (hexalobe t20) and the material (aisi 420 mod) which are comparable to predicate devices. Geometrical features are driven by the implant design and are equivalent to similar products in the market. The material is among the strongest materials for such application in terms of strength and hardness. After the breakage, it was not possible to remove the broken portion of the tip from the screw, probably due to the fact that the metal fragment was deeper respect to the inlay upper surface, and hence difficult to be reached. On the other hand, probably due to the absence of fragment protrusion from the inlay, the surgeon was able to insert and lock the rod without any additional issues or compromised functionality.

Event description:
During the surgery, the tip of the screwdriver got broken. The surgeon inserted a screw and then one of the "wings" of the tip of the screwdriver got broken. The surgery ended successfully, but the surgeon wasn't able to remove the broken tip of the instrument out of the screw. The broken tip still sticks in the screw and is implanted in the patient. But it couldn't harm the patient, because it's locked with the rod and set screw. Another medacta screwdriver has been used to finish the surgery.